Event description:
On (B)(6) 2013, customer reports via phone that the fluoro failed during an unk procedure. The physician moved the (B)(6) female pt to another room to finish the case. No pt injury.

Manufacturer narrative:
Field service engineer (fse) investigated a report the unit would not x-ray and found a 'check collimator' message on the generator console display. Fse troubleshot and found that the longitudinal collimator blades were not moving. Fse replaced the collimator and verified proper operation per the hut dr service manuals. Fse completed verification of proper operation per service checklist and returned the unit to customer for full service.